Event description:
It was reported that the right atrial (ra) lead was replaced due to high impedance and a suspected lead fracture. The ra lead was capped and left out of service inside the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935 implantable tachy lead: (B)(6) 2009. A 4196 implantable pacing lead (B)(6) 2009. (B)(4).